Manufacturer narrative:
Pt dob- year valid only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Two complete se devices were used to treat the left sfa. Approximately 50 months post stent implantation high graded in stent restenosis of the target lesion was identified. A revascularization was carried out and a deb <(>&<)> pta was used to treat the lesion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.